Manufacturer narrative:
Physio-control performed a review of the electronic data downloaded from the device and was able to verify the reported loss of power issue. The third party service agent evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device has been returned to the third party service agent for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device appeared to lose power unexpectedly while changing one of the installed batteries. There was no patient use associated with the event.